Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for undefined impedance. Multiple episodes of high and low impedances were noted. The bipolar impedance also measured at higher values than unipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted: (B)(6) 2006. (B)(4).